Event description:
It was reported by a distributor concerning a pt that she had experienced an eye infection. Upon removing a lens from her eye, the lens broke. The pt went to a doctor and received eye drops. The next day, she was still uncomfortable, went to another hospital and had a doctor find a part of the lens in her eye which the doctor removed. No further information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unknown. Therefore, the manufacturing site is not known and a manufacturing review cannot be performed. (B)(4).